Event description:
It was reported the front case of the keypad of ten pcu modules will be replaced as all ten keypad buttons were not working. There was no reported patient involvement.

Manufacturer narrative:
The customer reported that the front case of the keypad of ten pcu modules will be replaced as all ten keypad buttons were not working was confirmed on 7 out of 10 keypads. Physical inspection noted the keypads were observed to be in good condition with no irregularities observed. During internal inspection, 9 out of 10 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Cracks under magnification were also found on the traces of the circuit layer on 7 out of 10 keypads. The keypad tested good with no faults identified on 3 out of 10 keypads. The ac indicator light did not illuminate on 2 out of 10 keypads after plugging in the power cord and the system on key did not function. No other keys observed nonfunctioning. The remaining 5 keypads observed the ac indicator lights illuminating as expected with various keys not functioning as intended. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(6) service history record showed the device had a manufacture date of 25aug2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 29oct2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were provided for investigation.

Manufacturer narrative:
The associate device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported the front case of the keypad of ten pcu modules will be replaced as all ten keypad buttons were not working. There was no reported patient involvement.